Event description:
It was reported that the patient presented for leadless pacemaker implant. During the procedure, it was noted that the patient's leadless pacemaker dislodged from point of fixation upon failing to separate from the catheter. The device was explanted and it was noted that the helix had become stretched. The case on 6 feb 2024 was abandoned. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported event of separation failure was not confirmed. Final analysis found that the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. No anomalies were detected.